Event description:
It was reported that this patient developed a bacterial infection wound infection, which was resolved via anti-biotic medication administration. At this time, this implantable cardioverter defibrillator (ICD) remains implanted and in-service. No additional adverse patient effects were reported.